Manufacturer narrative:
The device has been received and the investigation has been completed. The results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. (B)(6)2025. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description. The root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device was returned for analysis; however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Requests for additional patient and event information have been made, but no response has been received. Manufacturer reference: (B)(4).

Event description:
It as was reported by a healthcare professional that the silent nite sl device had broken parts. No additional information was provided.

Event description:
It as was reported by a healthcare professional that the silent nite device had broken parts. Additional information received reported that the patient noticed that when removing the strap, one of the anchors had a crack/fracture. The anchor did not break off. The patient stopped using the device that day, (B)(6) 2025. There was no patient injury and no intervention was required.

Manufacturer narrative:
Additional information: a2, a3, a6, b3, b5, h6. Manufacturer reference number: (B)(4).